Event description:
The customer reported that with a pt connected, the device twice failed to shock. The pt died. The unit has not yet arrived from the customer for investigation. Evaluation of the device log will help determine whether a device malfunction caused or contributed to the pt death.

Manufacturer narrative:
Device has not yet been received. A follow up report will be provided following receipt and evaluation.